Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump displayed an error message during priming. The pump was not used for the procedure. The error occurred during priming so there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative found that the pump did not rotate by operating the speed control. The service representative replaced the motor control board and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 mast roller pump displayed an error message during priming. The pump was not used for the procedure. The error occurred during priming so there was no patient involvement.